Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.

Event description:
It was reported that prior to a lap choley procedure, the device jammed and would not open outside the pt. Another device was used to complete the procedure. There was no pt consequence.